Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. A test reservoir was installed and did not move around inside of the insulin pump. No flush drive support disk noted. However, the insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while rewinding. The insulin pump was cracked around the reservoir. The reservoir moved inside the insulin pump. The customer was able to successfully rewind the insulin pump after the motor error alarm. The drive support cap was flushed. Customer's blood glucose level was 236 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.